Event description:
As reported to coloplast though not verified, the patient experienced discharge, odor, pain, dyspareunia, and exposure of the mesh in the right paraurethral area. It was explanted on (B)(6) 2010.

Manufacturer narrative:
Coloplast has not been provided any corroborating medical evidence to verify this report.